Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following information was reported. On an unknown date, the patient underwent a surgical procedure for the repositioning of pd catheter. On (B)(6) 2011, the patient was diagnosed with peritonitis. The patient was not hospitalized for the event. The nurse stated that the surgical procedure done prior to the onset of peritonitis might have led to peritonitis. It was unknown whether the peritonitis was caused due to break in aseptic technique. The patient was re-educated on proper aseptic technique. Treatment was not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number 10k17h25. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.